Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 370 mg/dl. The customer stated that air bubbles are seeping through the bottom of the reservoir and getting into the infusion set tubing, causing her blood glucose to run high. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.